Manufacturer narrative:
Per the use guide: ensure that your personal insulin delivery settings are programmed into the pump before you use the system if you receive a warranty replacement. Failure to enter your insulin delivery settings could result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently input the incorrect overnight basal setting into the pump resulting in a low blood glucose (bg value not provided). The customer corrected the setting, low bg was resolved. The customer declined tandem technical support's assistance.